Event description:
It was reported "blocker became loose from construct requiring revision surgery."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: risk assessment. Results: the customer event of the disengagement of a mantis redux blocker was confirmed via correspondence from a stryker representative. The device was not returned for evaluation. According to previous complaints, the most likely cause of the blocker disengagement was due to improper blocker insertion or insufficient tightening. However, these causes could not be confirmed. Conclusion: the root cause of the failure could not be determined due to the absence of the device and limited information.

Event description:
It was reported "blocker became loose from construct requiring revision surgery."